Manufacturer narrative:
The device was returned to olympus for inspection and the customer's reported issue could not be confirmed. The needle could extend from the outer tube and needle protrusion was smooth. Based on the results of the investigation, a definitive root cause could not be determined as the reported event was not reproduced. However, it is likely the reported event occurred due to increased friction resistance between the outer tube and the needle tube caused by buckling of the tube. The tube may have buckled due to a bending force being applied to the tube when the device was inserted into the endoscope, removed from the sterile package, or during pre-inspection. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the needle of the single use injector did not come out smoothly when attempting to withdraw it, therefore it was not possible to make a local injection. The event occurred twice in a row during a therapeutic endoscopic mucosal resection (emr), which was completed using another device. There were no reports of patient harm.